Event description:
A renegade catheter was going to be used for therapeutic purposes. Before the procedure, after flushing, the catheter got stuck in the dispenser coil and as a result, got stretched. At a later date, a fracture was discovered 1.5 cm from the hub. The procedure was completed with another device.

Manufacturer narrative:
This event was determined reportable based on engineering evaluation dated 19 july 2006 stating device was received broken 1.5 cm from the hub and again 7.3 cm along the shaft. As received, the braid was visible, but not broken. The unit passed dimensional inspection. A coating confirmation test was carried out to check the presence and integrity of the coating. The test confirmed the presence of coating, however, coating damage was evident. Friction inside the dispenser coil when the physician tried to remove the catheter probably caused the coating damage. There are no other complaints for this batch of devices. Similar complaints have been received and are being reviewed by the complaints review board. Further information regarding the complaint was requested and from the response, it was established that the dispenser coil was flushed with saline solution before removing the catheter. Repeated flushing was performed. Flushing was performed from both proximal and distal ports, but it was not possible to confirm which one was used first. Difficulty was not experienced when trying to remove the catheter from the dispenser coil. Before removing the catheter from the dispenser coil, the catheter must be flushed with heparanized saline to activate the hydrophyllic coating. The flushing must be repeated if difficulty in removing the product from the dispenser coil occurs. In this instance, excessive force was applied to the catheter causing it to break at the proximal end. A corrective and preventative action report was initiated on 10 october 2005 to document and track all elements of this investigation.